Event description:
It was reported that there was a case involving "broken screws". Patient underwent revision surgery to explant hardware. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacture; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed the implant sent to our facility failed to confirm implant malfunction. Unable to determine the cause of the event on the information provided at this time.